Event description:
A ventilator was returned to the MFR for service. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During eval of the device at the MFR's service ctr, "service required" and "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues. The ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.